Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. The analysis of the device memory indicated the battery impedance trend was rising. Recommended replacement time (rrt) was triggered on (B)(6) 2015 and the daily battery trend data shows gradual rise in battery impedance, but the battery voltage is not low. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) had early battery depletion. Analysis showed that the device may have falsely triggered recommended replacement time (rrt) and is under investigation. The device remains in use. No patient complications have been reported as a result of this event.